Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Unit passed displacement test,rewind, basic occlusion, occlusion, prime test no delivery and motor tests. No motor error alarm noted. The back light functioned properlyand no flashing back light noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was 189 mg/dl. Troubleshooting was performed. The device was returned for analysis.